Manufacturer narrative:
(B)(4). The device history record (DHR) for the h.a.s. Kit with 3/16 in. Drain, part number 00254000710 and lot number 63289290, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2017, it was reported from (B)(6) hospital that a h.a.s. Kit with 3/16 in. Drain had a small hair near one of the ends of the tubing. It was coming through one of the holes. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that there was a small hair near one of the ends of the tubing. It was coming through one of the holes. This issue occurred before surgery. There was no patient harm/injury associated with the report and an alternate device was retrieved for use with a 5 minute delay.